Event description:
It was reported that patient has experienced an increase in seizures and that the generator has migrated. Patient had a battery replacement procedure in which the device was reported to be repositioned at that time. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician has responded that the cause of the increased seizures is due to depleted battery (normal eos, 0% battery) and other ¿ ¿out of medications¿. Patient¿s settings prior to battery replacement were provided however the date was ni. The cause of the migration is due to patient physiology and the repositioning surgery is for patient comfort and to preclude serious injury. Surgery notes were received that indicated the device was at end of life, that her battery is moving and the generator will be tacked up more superiorly as she requests. The device has been received into product analysis. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, h2. If follow-up what type, h6 type of investigation, h6 investigation conclusions; corrected data; supplemental 01 should have included historical data analysis, supplemental 02 should have noted device evaluation in h2

Event description:
The physician indicated the increased seizures was due to normal battery depletion. As the replacement was indicated to be prophylactic and product analysis confirmed the device was not depleted, a historical data analysis was assessed and the limited investigation criteria was met. No other relevant information has been received to date.

Event description:
Product analysis was completed on the explanted device and there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.